Manufacturer narrative:
External insulation abrasion was noted at 9.8cm to 10.0cm from the connector pin consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise oversensing leading to automatic mode switching. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. The patient was stable post procedure.